Event description:
It was reported that the device had a bubbled/delaminated downstream occlusion sensor seal. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 9/12/2024. H3: one device was returned for analysis. A visual inspection was performed, and the reported issue was duplicated. The cause of the reported issue was due to the delaminated downstream occlusion sensor seal. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.